Event description:
Translux power blue explodes in treatment from during the day. No one was injured and the hand piece was in the charging station.

Manufacturer narrative:
This product is sold in the u.s. Under the catalog model # 66017507. It is only different in that it has a european power cord. Our (B)(6) sales rep did not understand that this malfunction would be reportable. Upon receipt of the returned unit, on (B)(4) 2012, to our (B)(6) manufacturing facility it was realized that this incident was a reportable. The eval is in process. A follow up report will be sent with this info. As allowed by (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer).